Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
Patient was reported to have had impaired healing resulting in the opening of the incision site with discharge. A wound washout was performed. Treatment included oral doxycycline for a positive culture. The treating center diagnosed this as a superficial incisional infection.